Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, before the device was fired the jaws closed and would not open. The handles went loose but the jaws could not be opened. Bipolar was used for sealing to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Indicator wheel failure the analysis results found that one (B)(4) device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely. This finding is not related to the incident reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
This is a spontaneous report by a nurse from the (B)(6) fever and peritonitis in a (B)(6) female patient coincident with dianeal pd2 unknown bag therapy and due patient scratching at the exit site and did not wear a mask during therapy. On an unknown date, the patient started treatment with dianeal pd2 unknown bag intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unknown date, a break in aseptic technique occurred. On (B)(6)2010, the patient was diagnosed with peritonitis manifested by fibrin, pineapple-like effluent, and fever. On (B)(6)2010 through (B)(6)2010, the patient was hospitalized for the peritonitis. Remedial therapy was started with cefazolin 10mg, intravenous (IV) for an unknown length of therapy. It is unknown if the dianeal therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique. The peritonitis is improved. It was unknown if the fever resolved. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique or the fever.